Event description:
End-user stated that medical attention was sought on (B)(6) 2019 around 6:00 pm at home. End-user stated that she tested with the prodigy meter received a result of 172 mg/dl, which caused her to take some insulin. End-user takes her insulin based on how many carbs she eats and does not remember how much insulin she took. A normal result for her around that time of day is around 80-100 mg/dl. She stated that she started sweating and was just confused. She said her son then tested her blood glucose with a contour meter and it read 23 mg/dl. When the end-user's son tested with the prodigy meter again it read 152 mg/dl. Her son then called then paramedics. Paramedics only checked her blood pressure which was 120/68, she said her son gave her some food to raise her blood sugar. After her son gave her food, the paramedics tested with the contour meter again and her result came up to 79 mg/dl. Paramedics did not test her blood glucose on their meter. The end-user stated that she was not transported to the hospital and paramedics left after testing her blood sugar with her contour meter. No additional information was provided.